Manufacturer narrative:
(B)(4). The lot was manufactured on 12/11/2012. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that backflow, or leakage, of an unknown solution occurred from the fillport of a large volume folfusor. This occurred during filling, which could not be completed due to the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation with approximately 60 ml of solution in its bladder. Visual inspection found no evidence of backflow from the fillport after the fillport cap was removed. A functional leak test was then performed in which the bladder was filled with colored water and the device was observed for leakage. Again, no evidence of backflow was identified during or after filling. The reported problem could not be confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.